Event description:
Shock decision cancelled due to artifact AED deployment.

Manufacturer narrative:
(B)(4). MDR filed due to customer's report of the incident. Method: ECG was reviewed for this incident. Results: artifact present during AED analysis. Conclusion: device labeling provided instructions on eliminating artifacts.